Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment in 1997, pt experienced pain, problems with urination including difficulty with urination and incontinence, infection, and erosion of foreign matter into their bladder. The pt reported in 1998, a cystostomy and urethral dilation were performed. In 5/1999, an ultrasound was performed. In 1999 repeat cystoscopies with urethral dilation were performed. In 2001, the pt reported surgery was performed and it was discovered that a stitch and/or other foreign object had been left in during the first surgery. The device was not returned for eval. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specs, and co is unable to determine the specific relationship of the device to the event.